Event description:
During an in-service training session, the device displayed a "pacer disabled" message, a "defib disabled" message, and a "pacer fault 116" message. There was no patient involvement in the reported malfunction.